Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('other injury(ies) or complication (s) please describe: severe pain in back'), embedded device ('embedded within the bilateral cornua are two metallic coils') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2009. Concurrent conditions included morbid obesity, multiparous, uterine leiomyoma and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), 1 month 9 days after insertion of essure. In (B)(6) 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal pain upper ("other injury(ies) or complication (s) please describe: severe pain in stomach,") and arthralgia ("other injury(ies) or complication (s) please describe: severe pain in hips") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycle, made menstrual cycle worse") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, embedded device, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, fatigue, abdominal pain upper, weight increased and alopecia outcome was unknown and the genital haemorrhage, dysmenorrhoea and arthralgia had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date - (B)(6) 2009 (as per summons). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: medical record received. Event added: embedded within the bilateral cornua are two metallic coils. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('other injury(ies) or complication (s) please describe: severe pain in back'), embedded device ('embedded within the bilateral cornua are two metallic coils') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2009. Concurrent conditions included morbid obesity, multiparous, uterine leiomyoma and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunvability to have sexual intercourse)"), 1 month 9 days after insertion of essure. In december 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal pain upper ("other injury(ies) or complication (s) please describe: severe pain in stomach,") and arthralgia ("other injury(ies) or complication (s) please describe: severe pain in hips") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycle, made menstrual cycle worse") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, embedded device, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, fatigue, abdominal pain upper, weight increased and alopecia outcome was unknown and the genital haemorrhage, dysmenorrhoea and arthralgia had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date - (B)(6) 2009 (as per summons). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('other injury(ies) or complication (s) please describe: severe pain in back') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycle, made menstrual cycle worse"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal pain upper ("other injury(ies) or complication (s) please describe: severe pain in stomach,"), arthralgia ("other injury(ies) or complication (s) please describe: severe pain in hips") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, fatigue, abdominal pain upper, weight increased and alopecia outcome was unknown and the genital haemorrhage, dysmenorrhoea and arthralgia had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date - (B)(6) 2009 (as per summons). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and medical record received: case become incident. Medical history added. Event injury to herself replaced with new events: abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, severe pain in stomach, hips and back, weight gain and hair loss were added. Outcome of events updated. Reporters and patient demographics were added. Updated suspect drug indication. Concomitant conditions and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.